Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product identified the comb was bent and damaged; therefore, functional testing was unable to be performed. Device is used for treatment. A definitive root cause cannot be determined. It was noted the device has not been returned regularly for recommended annual pm the event is confirmed.

Event description:
It was reported that device is broken. Investigation found the comb was bent and damaged. No adverse event was reported as a result of this malfunction.